Manufacturer narrative:
The aware date should be 02jan2024.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had failed the leak test and the channel 7 was blocked. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, a gap of adhesive on the distal end / stain entered inside the lens through the gap and there was a gap between acoustic lens and ultrasound probe that was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found issue was due to wear and tear of the device. In addition, other issues included were found due to wear of forceps elevator lever, the up/down knob cannot be locked securely, due to adhesive peeling on bending cover section, the insulation resistance value at the distal end does not meet the standard value, due to damage on the ultrasonic probe, where it displayed the ultrasound image was defective with missing elements, the adhesive around the objective lens had wear, adhesive around the lg lens had wear, adhesive on the bending cover section had wear, due to wear of angle wire, the bending angle in the up direction does not meet the standard value, the ig protector was damaged, the ultrasonic probe was loose and the universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, and the legal manufacturer's investigation. H4 has been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, the root cause of the events could not be determined. The instruction manual contained the following precautions: caution. Do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor the field performance of this device.